Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk. Unit had missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed during manual prime. Nothing further was reported.